Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a post acute care facility. The customer was hospitalized on (B)(6) 2017 due to a fractured hip. The cause of death was due to natural causes per the family. The caller stated that the customer had diabetes complications ¿ high blood glucose values over 500 m/dl, kidney disease - on dialysis, heart disease - had a heart attack, infection ¿ urinary. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. Next of kin was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.